Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and replaced the touch screen to resolve the malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. During follow-up communication, it was reported that fluid ingress identified on the replaced touch screen. However, the customer has reportedly scrapped the replaced device and did not take any photographs. No further investigation is possible. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the touch screen of an s5 roller pump became unresponsive. There was no patient involvement.